Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Lot: unknown, not provided. UDI: unknown, as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. Implant date: not applicable as the cartridge is not an implantable device. Explant date: not applicable as the cartridge is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the lens was advancing into the eye, it retracted back into the cartridge as inserter was being removed from the eye. There was no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.